Event description:
It was reported that the patient with this right ventricular (rv) lead was symptomatic and presented to the emergency room and the lead was exhibiting high pacing threshold measurements and loss of capture. Additionally, the r wave amplitudes and impedance measurements had decreased but were not out of range. It was noted that the patient's blood sugar was abnormal, and the patient was also anemic. The patient was not pacemaker dependent. The measurements were tested in unipolar configuration and were noted to be better; therefore, the device was reprogrammed at that time. The lead was later surgically abandoned and replaced due to high thresholds, intermittent loss of capture without asystole, and decreased impedance measurements. No additional adverse patient effects were reported.